Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was causing a weak/low alarm, but the alarm was still functional. Therefore, the complaint of the unit not alarming was not confirmed. However, the pe valve and pilot valve were not shifting causing low o2.

Event description:
Provider states the unit is not alarming.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit is not alarming.